Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims he was using a heating pad by leaning against it in a chair. He alleges that it got hot enough to burn a small hole in the pad and his chair. No injuries were reported with this incident.